Manufacturer narrative:
Qn# (B)(4). The reported complaint of "balloon pump stops pumping and it does not restart" is not able to be confirmed. The product was not returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
The report states, "the balloon stops pumping and it does not restart ". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
The report states, "the balloon stops pumping and it does not restart ". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.